Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. As the alarms occurred in the past, troubleshooting was unable to be performed. The customer did not report any impact to blood glucose level. The customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.